Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose event while driving and went off the road. The paramedics were called. The blood glucose reading was 36 mg/dl; she was given glucagon. Customer refused to go the hospital. The current blood glucose reading is 102 mg/dl. Nothing further reported.